Manufacturer narrative:
The investigator considered the event of generalised tonic clonic seizure (meddra preferred term: generalised tonic clonic seizure), grade 3/severe in intensity, to be not related to pembrolizumab or placebo, probably related to study device, possibly related to temozolomide and not related to study procedure. Alternative causality was due to primary study condition of gbm. The sponsor assessed the event of generalised tonic clonic seizure meddra preferred term: generalised tonic-clonic seizure), grade 3/severe in intensity as not related to pembrolizumab or placebo, not related to the study device, not related to temozolomide, and not related to the study procedure. This assessment is based on the presence of a well-established alternative etiology, including the subject's underlying diagnosis of glioblastoma (gbm, idh wild type) involving the frontal lobe, which is associated with a high intrinsic risk of seizures. The subject presents with a documented history of seizures since (B)(6) 2025, including a prior grade 3 seizure in (B)(6) 2026 during study participation, indicating an ongoing seizure disorder independent of the study treatments. Additionally, the MRI performed on (B)(6) 2026 demonstrated cerebral edema, a recognized precipitating factor for seizures in patients with brain tumors. The temporal sequence, with edema identified prior to the event, provides a plausible pathophysiological explanation. There is no supportive temporal relationship or clinical evidence suggesting a causal association with pembrolizumab/placebo, including absence of features suggestive of immune-mediated neurological toxicity. Similarly, temozolomide administration was not temporally associated with the event and is not known to acutely precipitate seizures. Although the ttfields interruption occurred on (B)(6) 2026, there is no biologically plausible mechanism linking device use or malfunction to seizure occurrence. Additionally, the event occurred several days after device discontinuation, further weakening any temporal association. The clinical presentation, imaging findings, prior history, and overall course are most consistent with a disease-related seizure in the context of glioblastoma and associated cerebral edema, rather than any study intervention. Further information has been requested from the site, and the case will be reassessed upon receipt. The event of generalised tonic clonic seizure (meddra preferred term: generalised tonic-clonic seizure), grade 3/severe in intensity, is considered unexpected for study device as per current reference safety information [ib version 1.0 dated (B)(6) 2024] and unexpected for temozolomide per the current reference safety information (tmz uspi) for us. Note: as this is a clinical patient, no information can be provided about the device used (device ID, UDI in section d.4 and manufacturer date in section h4.).

Event description:
A 60-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025, as part of f the protocol ef-41/ keynote d-58: "a phase 3, randomized, double-blind, placebo- controlled study of optune® (ttfields, 200 khz) concomitant with maintenance temozolomide and pembrolizumab versus optune® concomitant with maintenance temozolomide and placebo for the treatment of newly diagnosed glioblastoma." On (B)(6) 2025, the subject was randomized into the study. On (B)(6) 2026, subject yet to take the morning dose of antiepileptic drugs, however experienced generalized tonic clonic seizure at 8.10 am, and was admitted to accident & emergency (a&e) department. The subject did not sleep well prior to seizure, felt hot and cold during the night. On the same day, CT scan was performed and revealed no changes to CT scan performed in (B)(6) 2026 and subject was discharged. No abnormal findings were noted during the event. Treatment for the event included: dexamethasone (4 mg/qd/oral ongoing since (B)(6) 2026), midazolam (10 mg/buccal/once, on (B)(6) 2026) and no changes in anti-epileptics. No action was taken with temozolomide, study device and pembrolizumab or placebo. On (B)(6) 2026, the event was considered resolved. Initial information was received on (B)(6) 2026.